Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking. Reportedly, the customer experienced an elevated blood glucose (bg) range of over 400 mg/dl with high ketones resulting in diabetic ketoacidosis. Healthcare provider identified the ketone level as dangerous. Customer delivered a correction bolus via pump to address bg level. The customer was hospitalized and treated with potassium. The customer was not released from the hospital at the time of report. Customer did not sustain any permanent damage. Recommendation was made to consult with a healthcare provider to discuss diabetes management.